Event description:
Reportedly, the jaws of the device melted after being used for less than an hour. The surgeon noticed the condition of the jaws and the handpiece was replaced with another one. The case was finished without further issue.